Event description:
It was reported that there was oversensing of noise on the lead and pacing was inhibited. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found; proximal segment of lead was returned for analysis. Further testing revealed that the outer insulation had a cosmetic depression.